Manufacturer narrative:
The hba1c reagent lot number was 856365. The reagent expiration date was requested, but not provided. The field service engineer checked the analyzer and no issues were observed. Precision studies were performed with the patient samples resulting in the following hba1c values: patient sample 1 = 7.94 %, 7.88 %, 7.90 %, 7.90 %, 7.91 %, 7.92 %, 7.93 %, 7.91 %, 7.95 %, and 7.87 %. Patient sample 2 = 6.87 %, 6.87 %, 6.87 %, 6.84 %, 6.84 %, 6.84 %, 6.83 %, 6.85 %, 6.81 %, and 6.86 %. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with hba1c tq gen.3 on a cobas c 503 analytical unit. The first sample resulted in hba1c values of 7.39 %, 8.04 %, and 8.11 %. The second sample resulted in hba1c values of 6.32 %, 6.76 %, and 6.82 %.

Manufacturer narrative:
The field service engineer performed multiple actions on the analyzer including replacement of valves and pump diaphragms. Probes were checked and a sample probe was replaced. Probe adjustments were verified. The mixer was checked and performance testing was run. The reaction cells and lamp were replaced. The investigation determined the service actions resolved the issue, but a specific root cause could not be determined.